Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received discrepant alpha1-fetoprotein results for one patient. The clinician was expecting a negative result post surgery. Modular result was 65.1 ng/ml (positive) reference lab result (dpc system) was 4.0 ng/ml reference lab result (modular e) was 83 ng/ml immulite 2000 result was 4.25 ng/ml. Beckman coulter unicel result was 65.66 ng/ml the positive result of 65.1 ng/ml was reported to the patient. The negative result from the immulite was reported together with the fraction (l3= 1.1 ng/ml) performed by the reference lab. There was no incorrect treatment of the patient due to the results. The alpha1-fetoprotein reagent lot number was 154156.

Manufacturer narrative:
The investigation determined that no interference due to hama was present and that, as the result on the analytical e module agreed with the results obtained on the centaur analyzer, a sample-specific difference between methods seems to be present.

Event description:
It was reported that during a low anterior resection procedure the surgeon fired the device across the bowel on the mesentery and the reload popped out of the device ,the patient started to bleed and they had to convert to an open procedure to remove the reload. The patient did not require blood products, how they controlled the bleeding is unknown. They had no information on how the procedure was completed. Patient is stable, unknown if additional time in ICU was required.